Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).

Event description:
Additional information was received from the healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver gablofen at an unknown concentration and dose, indicated for intractable spasticity and cerebral palsy. It was reported that the patient¿s pump was explanted and replaced on (B)(6) 2017 due to pain at the pump site. It was stated that since the pump was five years old, the decision was made to replace the pump and relocate it to another site. No other issues were reported. The device was used in the patient and was intended as treatment, and a patient death was not reported. It was indicated that no patient injury occurred, and the patient recovered without sequela. There were no rotor or dye studies performed. No further complications were reported as a result of the event.